Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
Following pci, a successful deployment of a 6f angio-seal vip vascular closure device was performed. Weeks later, the patient presented to a different clinic with groin pain. A vascular surgeon diagnosed the issue as an arterial occlusion thought to be caused by use of the angio-seal. The issue was treated by the vascular surgeon, though no information is available as to how the patient was treated.

Manufacturer narrative:
Medwatch number generated by facility submission is now available and is mw5063294.